Event description:
The device was used during a "vats" lobectomy procedure. Reportedly, the instrument made a noise and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.